Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and exchange from textured to textured to smooth due to the patient concern.

Event description:
Patient reported ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern¿ this record is for the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern¿ healthcare professional later reported "baker grade iii." This record is for the left side. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, g2.

Event description:
Patient reported left side ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern.¿ device remains implanted.